Event description:
The hcp reported a suspected pocket fill. A refill was performed with difficulty. The hcp then attempted to aspirate as she suspected a pocket fill, but she was only able to aspirate 3 ccs from the reservoir fill port. The estimated amount of drug in the pocket fill was 17 ccs of baclofen 1000 mcg/ml. The pt is described as obese and at the time of the report, was not exhibiting overdose symptoms. The pt was admitted to the hosp for observation.